Event description:
It was reported that during patient use, the ventilator stopped cycling. The patient was transferred to another unit without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the ventilator and verified the reported malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), and upgraded the software to the current revision. The unit passed all performed tests and calibrations, was operating within the manufacturing specifications and was returned to service.